Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout after the door switch was replaced and the system was homed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site could not use the device because after closing the door the pendant still indicated the door was open. The rep was onsite performing a checkout. The door switch was replaced and the system was rehomed. Then the system performed as intended.